Event description:
It was reported that during a laparoscopic sigmoidectomy, it was stiff, and the anvil could not be removed from the trocar. The surgeon removed it, but he commented that it was so stiff. Then, the anvil was attempted to attach to the trocar inside the patient, but it was stiff, and could not attach. Another device was used. There was air leakage was found at the leak test, so it was reinforced and completed the case. There was no oozing occurred from the staple line when the leak test was performed after the anastomose site was check through the anus. Air leak from dst anastomosed site was found at leak test, so additional suture was performed. The device was used between colon and rectum. No further information is available about current patient status. There were no patient consequences or change to the post-operative care of the patient.

Manufacturer narrative:
(B)(4). Batch # 774a58. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25b device arrived with no apparent damage along with a tyvek. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged. However, the anvil was installed onto the trocar without any difficulties. In addition, the device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. This defect has been correlated to a manufacturing process. Although no conclusion could be reach on the cause for the reported event of "leak controllable", the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. A manufacturing record evaluation was performed for the finished device batch number 774a58, and no non-conformance were identified.